Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination and a e226 occurred. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. There were no reports of patient involvement.

Event description:
From the investigation data received, it was reported that the device exhibited error e216, and corrosion noted at the s-cover and s-connector (scope cover and scope connector).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the provided data, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Significant corrosion due to water leakage was identified in this device. Without further data, it was not possible to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU (instructions for use) with the product status. A further cause of the corrosion/error code could not be established. Olympus will continue to monitor field performance for this device.